Event description:
It was reported in 2008, a stent assisted coiling procedure of a left internal carotid artery aneurysm. While attempting to advance a microcatheter over a guidewire, the subject device (stent) dislodged into the aneurysm. The subject device fully deployed, was well apposed and was well positioned. The patient was stable post procedure and did not suffer injury.

Manufacturer narrative:
Device code other: the subject device dislodged; however, it fully deployed, was well apposed and was well positioned. Follow up requests for additional information have been unanswered to date. The physician felt the event was unrelated to the device (physician felt that procedural factors were possible contributors). Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.